Event description:
It was reported that the patient was in the hospital, really sick, unable to move, and lying in bed not waking up. The patient's physician wanted assistance from a manufacturer representative for device interrogation. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the doctor confirmed the previously reported problems were not device related but due to some medications the patient was taking at that time. The patient had recovered and was being monitored by the doctor.

Manufacturer narrative:
Product ID: 37085-40, lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: extension, product ID: 37085-40, lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: extension, product ID: 3387s-40, lot#: v455827, serial#: implanted: 2010 (B)(6), explanted: product type: lead, product ID: 3387s-40, lot#: v455827, serial#: implanted: 2010 (B)(6), explanted: product type: lead. (B)(4).